Manufacturer narrative:
Device resolution data is not available. The customer decided not to continue with the service order due the end of life for the reported device.

Event description:
It was reported to philips that the device had a pad cable failure. There was no reported patient or user involvement and no adverse patient/user impact.